Manufacturer narrative:
Product information complete. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). The physician scoped the patient in the office and noticed that the pump was still full and cycling. A surgical procedure was performed in which the existing cuff was removed and replaced. During the procedure the physician confirmed the balloon was still full and determined the incontinence was due to atrophy. The physician did not believe the device caused or contributed to the incontinence.